Event description:
It was reported to philips that the system's host computer was unable to boot, preventing a full system boot. No harm was reported to philips. The device was outside of clinical use at the time of reported event. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) went onsite and confirmed the intermittent issue when turning on the system. The fse checked the wiring, where it was observed that the switch port in the host connection was changed and found erroneous configuration in the built in operating software (bios). To resolve the issue, fse configured the bios and performed all relevant testing. After which, the system was returned to working conditions. The codes were updated based on the investigation outcome.